Event description:
It was reported that; locking mechanism of the screwdriver defective. Therefore the screw was inserted with high pressure on the screwdriver. Screw loosened and must be replaced during medical procedure. Another screw was available.

Manufacturer narrative:
Lot# 141462. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon visual and functional inspection of the returned device, no anomalies were found. The screwdriver was found fully functional. Conclusion: the reported failure mode could not be reproduced or confirmed therefore the root cause cannot be determined conclusively.

Event description:
It was reported that; locking mechanism of the screwdriver defective. Therefore the screw was inserted with high pressure on the screwdriver. Screw loosened and must be replaced during medical procedure. Another screw was available.